Event description:
It was reported in an article (sharma, m., talbott, d., deogaonkar, m. Interaction between cardiac pacemakers and deep brain stimulation pulse generators: technical considerations. Basal ganglia. 2016;6(1):19-22. Doi:10.1016/j.baga.2015.11.001). That the patient experienced imbalance, weakness and whole body tingling, so they returned to the emergency department. The author of the article stated that based on the findings, it was likely that the neurological symptoms were due to an interaction between their cardiac pacemaker and their ins. Therefore, the left ins was repositioned in the left lower abdomen. Turning the ins on did not result in return of the neurologic symptoms after the left ins was repositioned. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).